Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation found the device vacuum pump is leaking and failed the leak test, establishing a relationship between the device and the reported event. The root cause is a defective vacuum pump. It was also found that the device failed to charge; could not operate on ac or battery power and cannot re-charge the battery due to a defective dc inlet port. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Leak test failure is a reportable malfunction as device did not alarm as expected.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to dc inlet port being broken. Additional to this the device failed the leak test. No patient harmed, and no injury reported because this was found during service and repair.